Event description:
It was reported that the patient underwent a revision procedure 7 months and 7 days post implantation due to malalignment, socket dislocation and subluxation. The cup, head and liner were all revised. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00877503201 item name biolox delta, ceramic femoral head lot number 3111127 65875305201 item name 52mm o.d. Size ii porous uncemented with cluster holes shell lot # 65378326. G2: foreign: united kingdom. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. It is unknown what was malaligned and if the devices were originally placed that way as final implant placement is surgeon discretion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.